Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: kinks were evident to both the hypotube and the transition shaft. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal stent wraps. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. Image analysis: an image shows a lesion in the proximal lad. An image shows a stent delivered to the lesion. An image shows the stent deployed at the lesion site. An image shows the treated lad. There were no images showing the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to treat a mildly calcified, mildly tortuosity lesion exhibiting 75% stenosis in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformed in vivo during delivery. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.